Event description:
Profound and permanent neurological injuries [nervous system disorder], severe and permanent physical injuries. Case description: an attorney reported that their client, a (B)(6) male, used fixodent denture adhesive, version unk cream and super poligrip denture adhesive cream, unspecified total daily use and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries which have left him unable to perform his normal, customary and daily activities. Health care professionals were visited. Treatment consisted of unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer - received dentures approx 10 years ago. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter and case concerns long-term product use.